Event description:
A company representative reported that two mojave pl drivers stripped post-operatively. The procedure was completed successfully with no surgical delay and no adverse consequence to the patient. This report is for the first of the two drivers.

Event description:
A company representative reported that (B)(6) mojave pl drivers stripped post-operatively. The procedure was completed successfully with no surgical delay and no adverse consequence to the patient. This report is for the (B)(6) drivers.

Manufacturer narrative:
Inspection of the device and additional review of the events indicates this incident to be non-reportable. The event caused no serious deterioration in the state of health of a patient or user. Review of product and complaint history indicates that no prior similar incidents have led to a serious deterioration in the past, nor is a recurrence of this incident likely to lead to a serious deterioration in the future.